Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and indicated that the noise appeared to be consistent with myopotential noise. During the most recent episode, pacing inhibition greater than two seconds was observed. Ts recommended performing isometrics and adjusting device programming accordingly. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.